Event description:
Boston scientific received information that this patient, implanted with this pacing system was experiencing pocket discomfort. During an office appointment, an x-ray was taken which indicated a small separation in one of the leads. It was later discovered that the right atrial (ra) lead had high out of range pacing impedance measurements greater than 2,500 ohms and no sensing. A fracture was identified via a chest x-ray. Additionally, the right ventricular (rv) lead exhibited varying pacing impedance measurements between 340 and 740 ohms and noise in both unipolar and bipolar configuration. The lead safety switch (lss) feature was activated for both leads. Noise was able to be recreated consistently on the ra lead, however, was only able to be recreated on the rv lead when programmed in unipolar configuration. The device was then programmed to a vvi pacing mode and the patient was sent home with a holter monitor. During a subsequent in-clinic follow up, the holter monitor readings showed pauses in rv pacing, however no patient symptoms were noted. Subsequently, a few days later, a pacemaker interrogation revealed normal rv lead measurement averages with one out of range value greater than 2,500 ohms with evidence of loss of capture, however the patient had an intrinsic underlying rhythm. The clinic nurse reviewed the pacemaker evaluation with the physician who now suspects the rv lead may also be fractured. Subsequently, the patient was admitted to the hospital due other issues including a tender, warm pacemaker pocket with fever and chills. A concern of an infection was noted, blood cultures were taken and the patient was administered antibiotics. The device and leads were subsequently explanted. Additional information was received one week later that the patient was implanted with a new pacing system on the right side and blood cultures previously taken showed no vegetative growth.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.